Event description:
It was reported that the pt presented with recurrent stress urinary incontinence (sui) fourteen months after a miniarc was placed to treat sui; the date of implant was not provided. At the time of implant she had no other medical co-morbidities. A cystourethroscopy performed at the conclusion of the procedure showed a normal bladder and urethra without evidence of trauma. She had much improved incontinence at her 6-week f/u examination. At fourteen months after implant, she reported worsening sui over several months. Examination demonstrated urethral hypermobility. Urodynamic studies revealed stress incontinence. One year later, her stress incontinence continued and on examination she had marked tenderness on the left side of her urethra and the vagina was elevated and scarred compared to the right side. A left lateral urethral erosion was found on cystourethroscopy. A translabial ultrasonography revealed a 3.7 mm section of mesh penetrating the urethra distal to the urethrovesical junction. Mesh removal, urethral reconstruction and martius transportation flap was performed. A combination of pre-operative ultrasound measurements and location of the inflated foley catheter balloon identified the location of mesh erosion along the length of the urethra. The mesh including an anchor were easily removed without extensive dissection and was 58 mm in length, including the anchor. During removal, the right-sided anchor separated from the mesh. Due to concern over for bladder injury it was left in place. The removed mesh was reported to be 24% shorter than the product before insertion. She was discharged four hours after surgery with a foley catheter in place. She was given nitrofurantoin, 100 mg daily. Her catheter was removed on post-op day # 8. A cystourethrogram demonstrated an intact urethra. She recovered uneventfully and continued to have sui 10 weeks post-operatively. It was concluded that mesh contraction may play a role in delayed urinary tract injury after "anchored synthetic midureteral sling placement."

Manufacturer narrative:
Urethral mesh erosion after single-incision mid-urethral sling. Female pelvic med reconst surg (B)(6) 2012. (B)(4). Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.